Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that she had to press buttons on the insulin pump harder at times to get them to respond. She also reported diminished battery life, the insulin pump was rejecting new batteries sometimes, had to rewind the insulin pump multiple times to get it to respond, and the battery cap had become harder to remove. The insulin pump will not be returned for analysis.